Manufacturer narrative:
H.6. Investigation: bd did not receive samples or photos for the investigation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported the bd vacutainer® cat plus blood collection tubes experienced insufficient clot activator additive. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: "we have been processing blood from our donkeys for many years using plain blood tubes and edta tubes for hematology. In recent years our vets have started using the plastic 6ml red top and we are finding that they take and very long time clot and when we do eventually centrifuge them (1500rpm for 5 minutes) there is often no separation and the blood has clung to the side of the tube. Very often we have to very gently use a pipette to release the clot from the side of the tube and spin again before eventually getting some serum separated. More recently we have purchased some gold top (clot activated) tubes so that we can process urgent samples quicker as we can spin within 30 minutes. Vets have been reminded they must invert the blood tubes 6-8 times when taken but we are seeing a similar issue with the activator gel remaining at the bottom of the tube.".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® cat plus blood collection tubes experienced insufficient clot activator additive. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: "we have been processing blood from our donkeys for many years using plain blood tubes and edta tubes for hematology. In recent years our vets have started using the plastic 6ml red top and we are finding that they take and very long time clot and when we do eventually centrifuge them (1500rpm for 5 minutes) there is often no separation and the blood has clung to the side of the tube. Very often we have to very gently use a pipette to release the clot from the side of the tube and spin again before eventually getting some serum separated. More recently we have purchased some gold top (clot activated) tubes so that we can process urgent samples quicker as we can spin within 30 minutes. Vets have been reminded they must invert the blood tubes 6-8 times when taken but we are seeing a similar issue with the activator gel remaining at the bottom of the tube."